Manufacturer narrative:
(B)(4). A review of the diagnostic logs found error code indicating device went into ventilator inoperative condition. The ventilator did alarm notifying the operator of ventilator inoperative condition. The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace either the analog interface (ai) printed circuit board pcb) or the power supply. Covidien was not authorized to service the device.

Event description:
Covidien received info that, during pt use, the ventilator displayed a device alert. The pt was removed from device and placed on a second ventilator. There was no harm or pt injury reported.